Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported that the pump shutting off during the infusion was due to an operator error. The case escalated to dchu. However, there was no sufficient sample to address the issue. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pump suddenly shut off infusion during an infusion of diltiazem (5mg/hr, 125mg). There was patient involvement, but the outcome is unknown. Additional information was received by the customer through due diligence on 08apr2026. Customer biomedical engineer confirmed the pump shutting off during the infusion was due to an operator error.